Event description:
It was reported that the t:slim x2 pump battery would not charge, despite attempts to use different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a multiple daily injections (mdi) as backup therapy to ensure insulin delivery continued, while technical support arranged for a replacement pump with updated software to be sent to the customer. Additionally, the customer was instructed on procedures regarding the return of the faulty pump and steps to take upon receiving the new pump, which they understood and acknowledged.